Event description:
Pt had an intrathecal baclofen pump inserted in stomach area. The device worked fine for approx 4 mos and then problems were noticed. After testing it was determined that the catheter had broken and the drug was not being delivered properly. Surgery was then done and the catheter was fractured and replaced. The parent wrote to medtronic to find out: 1. Why this happened. 2. Who could they send the fractured catheter for evaluation. 3. What quality assurance steps were in place and what new steps will be taken to ensure this will not happen again. 4. How many other catheters have fractured. The first correspondence was 5/30 and after numerous calls family member received a nonsense e-mail with no answers to questions. Just last week family member finally received a written response that is not satisfactory nor answers their concerns. Family member asks who can evaluate the fractured catheter. It is obvious to family member that medtronic is hiding something or not being compliant. Family member has heard there were at least 4-5 incidents similar to this at hosp.